Event description:
It was reported that the patient present to the emergency department after hearing alarm tones. The right ventricular (rv) lead had triggered a lead integrity alert (lia) for intermittent oversensing of the atrial pacing pulse. Reprogramming was performed to change the sensing vector from tip to coil and the sensitivity was decrease on the ventricular channel. It was subsequently reported that the lead exhibited some non-sustained tachycardia episodes that showed t-wave oversensing (twos) post sense. The rv lead remains in use. It was also reported that the right atrial (ra) lead was found to be completely dislodged. After several attempts at repositioning the atrial lead, it was pulled out and examined visually to reveal clots in the helix keeping the lead from being fixated into the tissue. The ra lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).